Event description:
The user facility reported to terumo cardiovascular systems that during vein harvesting, the lens of the endoscope displayed a black area. The product was changed out. There was no harm to the pt. Surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. (B)(4).